Event description:
It was reported that the patient's elevated threshold of the right atrial (ra) lead lead to loss of capture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pacing lead, (B)(6) 2011; 4196, implantable pacing lead, (B)(6) 2011. (B)(4).